Event description:
It was reported that the user received an alert 36 on the ilet indicating an invalid hall sensor state; the user restarted the device and the alert cleared, and the user planned to change all supplies. Symptoms included no adverse clinical effects, with blood glucose reported at 120 mg/dl and stable. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user-led troubleshooting with device restart and planned supply replacement. Investigation of this case revealed that the alert resolved after restart, consistent with a transient device error related to the insulin delivery subsystem¿s hall sensor state. It was concluded, based on previously established findings for similar reports, that the cause was a transient device malfunction that resolved with restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.